Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was additionally reported that the lead had a possible fracture. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that right ventricular (rv) lead showed high impedance and high threshold. The output was increased and capture management was programmed off. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).